Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). The patient was not feeling well and stated their apple watch documented a heart rate in 40 beats per minute (bpm). The health care professional (hcp) stated it is planned to evaluate the patient. Boston scientific technical services (ts) recommended reprogramming options. No adverse patient effects were reported. At this time, this lead remains in service.